Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 12mm x 3.75mm nc quantum apex balloon catheter, it was noted that the middle of the balloon shaft was fractured prior to placement on the guide wire. The procedure was completed with another nc quantum apex balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded with blood in the guidewire lumen and on the balloon. Although it was reported that the device was not used, the presence of blood and contrast media in the guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 52.1cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 12mm x 3.75mm nc quantum apex balloon catheter, it was noted that the middle of the balloon shaft was fractured prior to placement on the guide wire. The procedure was completed with another nc quantum apex balloon catheter. No patient complications were reported.